Event description:
It was reported that a malfunction occurred with the pump, showing a malfunction code. The impact on the customer's blood glucose level was unknown, as they declined to answer whether it exceeded specified levels. The customer was assisted by technical support to reset the pump, but the malfunction recurred. Consequently, technical support decided to replace the pump, instructing the customer to use an alternate therapy to ensure insulin delivery was not interrupted and to return the problematic pump within ten days.